Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced c47 & 48 on display board, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, front & rear door, pca lock label, and latch module. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to dose connection cord is not working of the varistor v suppress 14v smt. Device history review: a review of the device history record for sn (B)(6) was performed from date of manufacture 10/06/2011 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the dose connection cord is not working. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the dose connection cord is not working. No patient involvement.